Event description:
The complainant reported that the clinicians were performing a therapeutic placement of a placehit wallstent biliary endoprosthesis on a patient (age, weight and gender unknown). During the doctor's attempt to place the device, they were unable to release the device and it did not open. The stent was then removed and another of the same device was obtained and successfully implanted in the patient. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
The device was returned for evaluation. During the initial inspection the stent was found to be fully mounted on the device. It was also noted that the t-bar connection had detached from the outer sheath. The dimensional check found a kink in the shaft located at 960mm distal to the metal shaft. During the functional check of the device an attempt was made to retract the outer sheath by hand, but a restriction occurred due to the perforation of stent wires through the outer sheath. A review of the device history record for the pertinent lot was performed, no anomalies were noted. A search of the complaint database revealed no additional similar complaints reported for this lot number. In conclusion, the product analysis confirmed that the t-bar connector had detached from the outer sheath. When an attempt was made to retract the outer sheath, visual examination found that several stent wires had perforated through the outer sheath. On dissection of the device and withdrawal of the inner lumen and stent, it was noted that the distal stent wires were damaged.